Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the physician encountered difficulty positioning the left bundle branch (lbb) lead in the patient's heart. The lead helix failed to extend and failed to retract after numerous manipulations. The lead was not used and replaced during the procedure. The patient was in stable condition.